Manufacturer narrative:
Device history record review was not performed as the reported issue is a symptom and not against a specific, feature or characteristic of the reported devices. The reported devices are used for treatment. The devices were used in an approved and compatible combination. Review of the complaint history identified no previous complaints for the part-lot combinations of the reported devices. The additional information did not alter previously concluded complaint investigation detail.

Manufacturer narrative:
Other device used: catalog #721032000, total head neutral neck, lot #60578420. Catalog #536000057, converge acetabular system cluster hole porous shell, lot #60592680. Catalog #438032057, epsilon durasul constrained liner, 60505520. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and lack of stability.

Manufacturer narrative:
Evaluation summary: product compatibility is unknown. Neither operative notes nor x-rays have been provided for review. The component fit and orientation per the surgical technique is unknown. Attempts have been made to obtain additional information, however, no information has been received to date. The patient's medical history is unknown. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.